Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 25.5 mmol/l (457.2 mg/dl) while wearing the pod between 4 and 24 hours. The patient called the ambulance and was transported to the hospital. Prior to the ambulance arrival, the patient removed the pod from the abdomen and applied a new one. Once admitted to the hospital, the patient was treated with insulin via intravenous therapy.